Event description:
It was reported that loss of capture was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead did not find any anomalies except for procedural damages. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.